Event description:
Meter name: one touch basic enhanced. Strip name: one touch basic enhanced. Meter code: 7, strip code: 7. Strip storage: unknown. Symptoms: headache, burning sensation. A patient reported they were seen in emergency room after the meter was testing low and patient's symptoms didn't match readings. Their meter allegedly was inaccurately low. The result on their meter was 126 mg/dl. The result on the emergency room lab was 281 mg/dl. The time difference between patient's meter and emergency room meter was less than 10 minutes. Treatment is unknown. Customer had been cleaning the meter incorrectly and was a new blood glucose meter user. No further information has been reported.